Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant medical products: left unknown saline device manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a primary breast augmentation with unknown saline breast implants which the right side deflated after implantation. The issue was confirmed by physician at the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
On 02/14/2019, mentor received additional information that the device were from allergen, and non mentor. No investigation on the devices is required because devices were not manufactured by mentor. Manufacturer¿s reference number: (B)(4).